Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent deformation occurred. In (B)(6) 2013, the patient presented with myocardial infarction and a rescue angioplasty was performed on the left anterior descending coronary artery (lad) with implantation of a 3.0 x 28 omega stent at 16 atm. An additional lesion in the right coronary artery (rca) was noted, which the physicians decided to treat at a later date. The patient had a good initial evolution. In (B)(6) 2013, a new angiography confirmed that the lad had maintained results from the previous coronary angioplasty and that the lesion remained in the rca. Another omega stent was implanted in the rca, without complications. The patient remained stable and without symptoms. During the secondary cinecoronariography, a severe alteration was observed with the 3.0 x 28 omega stent implanted in the lad. The deformation consisted of an increase of the stent diameter at the anterior and mid portion of the stent, where there seemed to be a continuation of a larger size than the one expected for a normal cell configuration. These findings are compatible with struts broken, possibly due to material fatigue. The initial study showed no signs of stent deformation. The patient is being maintained with double platelet antiaggregation. No ivus was performed.